Event description:
Customer reported that he constantly has air bubbles in the reservoir. Customer stated that the air bubbles generate when he bumps the bottom of a full filled reservoir. Customer was advised to make sure not to over fill the reservoir and he insisted he did not. Customer was being instructed on how to remove the air bubbles and customer stated he would deal with it and did not want to waste insulin. Blood glucose value is 249 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.